Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned as there was no capture at maximum output. Under fluoroscopy this lead was noted to have dislodged. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.